Event description:
Facility alleges blood leak during dialysis. Tech reports fiber leak occurred during third use. Pt restarted with new dialyzer. Estimated blood loss 100 cc. No further problems, no pt injury reported.